Event description:
This is a spontaneous case report of peritonitis in a patient following administration of physioneal 40 1,36% clearflex therapy. Information received by baxter (B)(4) from a physician on (B)(6) 2012. At an unreported date the patient developed peritonitis. In addition to the peritonitis the clearflex bag were damaged. Per the treating physician does not think that there is a relationship between the defective bag and the peritonitis.

Manufacturer narrative:
(B)(4). Patient medical history and therapy: end stage renal disease (esrd) patient relevant tests / laboratory data: on (B)(6) 2012, the patient experienced sterile peritonitis manifested as cloudy effluent. On (B)(6) 2012, a peritoneal effluent leucocyte count and erythrocyte count was obtained. The results revealed 8000 (units not specified) leucocytes and 100 (units not specified) erythrocytes. On (B)(6) 2012, a second peritoneal effluent leucocyte count and erythrocyte count was obtained. The results revealed 6000 (units not specified) leucocytes and 100 (units not specified) erythrocytes. On (B)(6) 2012, a third peritoneal effluent leucocyte and erythrocyte count was obtained. The results revealed 0 (units not specified) leucocytes and 10 (units not specified) erythrocytes. On (B)(6) 2012, a final peritoneal effluent leucocyte count and erythrocyte count was obtained. The results revealed 0 leucocytes and 0 erythrocytes. On an unreported date, a peritoneal effluent culture was obtained. The results of the culture revealed no growth

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). This complaint for peritonitis-no device malfction or use error identified is not confirmed because disposable set was not returned to baxter, lot number was not provided for a batch review and user did not describe any types of use errors or other issues that might have caused the contamination that resulted in peritonitis. Therefore the complaint is not confirmed and the assignable cause is undetermined.